Manufacturer narrative:
In july 2017 orthofix (B)(4) acquired from (B)(4), the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix (B)(4) is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by (B)(4). (Item involved in this event was manufactured by (B)(4). Technical evaluation: the returned device, received on 6 september 2018, was examined by orthofix (B)(4) quality engineering department and then sent to the supplier (B)(4) for the technical evaluation. The visual check evidenced that the device is without the shroud and the rear end cap. The bonecutter osteotome handset (device code ohb300/2 lot 3bh0141) is not functioning properly. The sealing is lost from the rear body seal, therefore the handset does not work. The generator show "poor feedback" alert message. Medical evaluation: the information made available on the case together with the results of the technical investigation was sent to our medical evaluator. Please find below an extract of the medical evaluation: on 7 september 2018: in this event it seems that an oscar gold bone cutting handset (B)(4) failed to function and the operation proceeded with manual instruments. The representative has tested the handset with other generators and has confirmed that it is this component that is not working. The operation was extended by 25 minutes but was completed satisfactorily and the patient is well. The handset is being returned for evaluation. As described in the excellent report from the local representative, the operation continued immediately it was apparent that the oscar system was not working. The total delay in this case is estimated to be 25 minutes. The operation in this case is described as a knee revision, and the oscar system was being used as an osteotome, not for cement removal. It is very likely that the system finally used to cut the bone worked perfectly well but was slower than the oscar system would have been, and there is every indication that the operation was concluded satisfactorily. In this case the oscar system was being used to perform an osteotomy. It did not function, but there are many other systems and machines designed to do this. The advantage of the oscar system is that it is quicker and more efficient. I feel comfortable that this event can be considered as a product malfunction. On 16 september 2018 with the outcome of the technical analysis: the technical analysis shows that this device was missing a vital component, the shroud, and that this will be due to a failure of the o ring from wear and tear. Final comments: the failure found on the handset (B)(4), is most likely to be attributable to water that entered inside the handset during cleaning and sterilization cycles. This may happen after multiple cleaning and sterilization cycles as a result of normal wear and tear of silicone o-rings. Orthofix (B)(4) historical records show that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2018; body part to which device was applied: knee; surgery description: arthroplasty revision; patient's information: (B)(6), male, previous health condition: none; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. Event description: during a knee revision procedure the surgeon attempted to use the gold osteotome hand piece with a 6mm straight osteotome probe (B)(4). The hand piece was not generating any power making it ineffective to cut through any cement under the femoral component of the implant. The oscar unit displayed a power function message and it was clear that it was not generating any power to the hand piece. I then problem solved with different power cables, power sources and hand pieces. I also made sure the probe was correctly fitted and the machine was plugged in properly with no power issue to that machine. It was very apparent that the issue is isolated to this specific gold osteotome hand piece. I have also tested this hand piece with other machines and cables and again, it was ineffective. The complaint report form also indicates: the device failure had no adverse effects on patient. The surgery was not completed with the device. A replacement device was not used to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure: the case was delayed by about 25 mins due to another manual surgical option to remove the implant components. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: healing well. (B)(4).